Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer had low blood glucose like 40 mg/dl and 50 mg/dl and customer had protein bar and juice. The customer¿s blood glucose at the time of reported event was 52 mg/dl and the sensor glucose was 348 mg/dl and current blood glucose is 308 mg/dl. The insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was below 52 mg/dl. The suspend on low limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer declined troubleshooting on insulin pump for high and low blood glucose. The insulin pump will not be returned and sensor will be returned for analysis.